Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. The evaluation of received device's logs do not confirm the reported technical error occurred on the date of event. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. The conclusion in this matter is that the reported problem was confirmed in problem description but could not be reproduced during simulated use test ventilation. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating a communication error during startup. There was no patient harm. Manufacturer's ref. # (B)(4).